Event description:
It was initially reported that the patient was scheduled for a prophylactic re-implant. However, an implant card was received on (B)(6) 2012 indicating that the patient also had a lead revision. Follow up with the surgeon's office indicated that the lead was replaced due to high lead impedance. Per the surgeon there was a clear lead fracture noted with erosion of the lead. After the replacement, the diagnostics were all within normal limits. Attempts for additional information are underway and attempts for product return have been unsuccessful to date.

Event description:
Additional information was received from the neurologist on (B)(6) 2012. The neurologist indicated that he had not seen the patient in about a year. When he did see the patient he had noted that, while still doing better than prior to vns, she had started to experience more seizures and he felt, at that time, that she would likely need a generator revision in approximately 6 months as he felt that it may be getting close to end of service. He said he was never informed of the high impedance issue. He did indicate however that when he saw her a year prior, he did not see any high impedance (exact diagnostics were not provided). He reported that the patient had a flare up of seizures prior to the replacement, but he attributed that to battery depletion. He did indicate however that the high impedance must have occurred during the year he did not see the patient. Per the physician, the patient had a magnificent response to therapy and the patient has been doing well following the replacement as he had just spoken to her.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.